Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned and the polymer coating was noted to be peeling confirming the physical property issue. The core and coils were intact; thus, the reported stretched coils was not confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling. The armada 18 balloon dilatation catheter referenced is filed under MFR report# 2024168-2015-06416.

Event description:
It was reported that the procedure was to treat a de novo lesion in a heavily calcified, 90% stenosed, superficial femoral artery (sfa) with moderate tortuosity. An unspecified introducer sheath was placed and an ht command 18 guide wire was used to gain vascular access. During maneuvering, the ht command 18 guide wire was looped and straightened multiple times. The ht command 18 guide wire was placed just proximal to the knee joint. Two balloon catheters were advanced on the wire and removed without issue. The ht command 18 guide wire was simply removed in one piece from the patient anatomy. The guide wire tip was found to be elongated and the polyurethane jacket was noted to be very soft at the tip. A new unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effect, and no clinically significant delay in the procedure. There was no additional information provided. Returned device analysis indicates the polymer coating of the ht command 18 guide wire was peeling.